Event description:
Adolescent that had club foot surgery, sutures that were to be dissolvable had not dissolved almost 3 months later. Therefore, after discussion with the parents it was determined a necessity to take the patient back to the or under anesthesia to remove the sutures. Given she is an adolescent, anxious and there were a large number of sutures and incisions it was necessary to return to the or and to complete under anesthesia. The sutures and surgery to remove were successful and patient is doing well.